Event description:
Pt snapped the straps about 6 inches above the cuff, allowing them to be free from the restraints. It was reported that the pt was so strong that it took 5 clinicians to restrain the pt again once he broke free. It was not told there were any injuries during the incident.

Manufacturer narrative:
Investigation findings: the complaint sample was not returned, and no lot number was listed. No issue/manufacturing defect was found in-house. Bom and the IFU are attached to the complaint file. It is important that instructions are carefully followed to prevent issues of this nature. For example, if the webbing strap is too securely tightened around the wrist, pressure is placed on the tack (not the strap), ripping the tack from the foam. The complaint info states, "it was reported that the pt was strong, that it took 5 clinicians to restrain the pt again once he broke free." It is possible that the pt was overly agitated for this type of restraint device. Something stronger may have been needed. Comparative static tensile strength testing was completed by engineering and is documented on (B)(4). The in-house manufactured product was found acceptable for use. No lot was listed in this complaint. There is no way of determining if the material is vendor material or in-house manufactured. Supply chain and (B)(6) were contacted about the issue. Both confirm that testing on the material was completed and that the material meets required standards. Correction: none required. Root cause analysis: unable to determine due to lack of sample. Correction action: no action required. No sample returned. Preventive action: no action required. No sample returned. This investigation is considered complete at this time.